Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical sample was not returned for evaluation and a physical investigation was not possible. Also, no images or videos were provided for review. The user report contains information regarding mechanical jam of the catheter. The catheter getting stuck in the introducer sheath upon the retrieval of the catheter. Due to the physical sample not received, the reported malfunction can not be confirmed. Therefore, the investigation is inconclusive for the reported issues. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 05/2026), g3, h6 (method). H11: b5, d3, g1, h6 (result, conclusion). H11: section a through f the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during a thrombectomy and atherectomy procedure, the catheter allegedly got stuck at the distal end of the sheath and could not be removed. Reportedly, the catheter and the sheath had to be pulled out together. There was no reported patient injury.

Event description:
It was reported that during a thrombectomy and atherectomy procedure, the catheter allegedly got stuck at the distal end of the sheath and could not be removed. Reportedly, the catheter and the sheath had to be pulled out together. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical sample was returned for evaluation and a physical investigation was performed for the catheter. During physical investigation, the tube and helix inside of the rotarex was kinked at 20 cm from the tip of the catheter. The functional test could not be performed because of the blocked catheter. Therefore, the investigation can be confirmed for the kink of the rotarex catheter. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 05/2026), g3, h2, h6, (device). H11: h6 (component, method, result, conclusion). H11: section a through f the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 05/2026) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return

Event description:
It was reported that during a recanalization procedure, the catheter allegedly got stuck at the distal end of the sheath and could not be removed. Reportedly, the catheter and the sheath had to be pulled out together. There was no reported patient injury.